Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number m13c22a with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was returned and evaluated. The visual inspection showed that the sponges were inside the minicap in a normal way. Conditions of povidone iodine absorption in the sponges presented the correct manufacturing characteristics; therefore the reported event was not confirmed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a home patient (hp) received a minicap where iodine was dried out. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted. (B)(4).